Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings issue. It was reported that the cgm would not calibrate and the pump did not show readings. Reportedly, the clip on the back of the pump had broken and the pump dropped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2015 with the following findings: during investigation, a review of the pump¿s black box showed no warnings or alarms related to the complaint. During testing, the pump was able to be paired with a test cgm module. Two start-up blood glucose (bg) calibrations were entered with no transmitter issues occurring. After the 2 hour cgm calibration start-up period, the bg calibration was performed successfully. The pump was exercised for 3 hours while paired with the test cgm transmitter with no issues occurring. Bg readings appeared on the cgm graph appropriately. The complaint of the cgm calibration issue was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).